Event description:
It was reported that during an implant, the device had entered backup vvi mode. Another device was successfully implanted. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the device image was reviewed and an anomolous component on the hybrid was found to be the cause of the reported backup vvi.